Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was seen in the helium tubing. The customer was directed to disconnect the iab from the console to avoid blood backing up into it. They stated they thought blood had already got into the pump. They clamped off the helium tubing near the insertion site with a hemostat and disconnected from the cs300 intra-aortic balloon pump (iabp). They had already notified the physician to come and remove the iab and possibly replace it. They were advised not use the iabp that blood may have gotten back into and to set it aside. The patient was hemodynamically stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.